Event description:
It was reported that the case was a coil embolization of an anterior communicating artery aneurysm; successful access to the target site was achieved using chaperon 6f guiding catheter, headway 17 microcatheter and traxcess 14 guidewire. The first coil was deployed successfully without any complications. However, during the attempt to deliver the second coil significant resistance was encountered. The coil failed to pass smoothly through the y-connector and the micro catheter. Due to the persistent resistance, the decision was made to withdraw the vfc coil. During the withdrawal process, it was discovered that the coil had prematurely detached. Following this incident, two additional coils of the same size were deployed using the same micro catheter without any problems. The result was satisfying with no injury.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.